Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt mentioned they had attempted to charge their implanted neurostimulator(ins) with their recharger, but the pt could not get their recharge to charge their implanted neurostimulator(ins)(pt said event date was "longer than 2-3 weeks). Pt said "it's not taking a charge." During the call, the pt attempted to connect their recharger to their ins and got the reposition the antenna screen. Pt then attempted to connect their pt programmer to their ins and got the poor communication screen. Pt said they had some health issues and had not charged in a while, but decided to get the spinal cord stimulator(scs) working again because the scs worked for them, even if "some say it don't work." Pt mentioned they had an MRI and CT scan in the past and the scs was turned off for these procedures and was not turned back on after and was not charged. The patient was redirected to their healthcare provider to further address the issue. Pt rep called on (B)(6) 2022 from number in secure note re-reporting information previously documented in this case. Caller said the pt had met with the rep connor (ln asked unknown) about a month ago who said the pt would need the ins replaced. Pt rep said they had tried calling connor about 2 weeks ago with no answer and just left them a vm yesterday. Caller said the issue started about 2-3 months ago when pt went in for an MRI (was working up until that point) and then after the MRI, wouldn't come back on. Caller was looking to get in touch with a rep to get ins replacement scheduled. Pss sent email to reps for further assistance. Caller said the hcp was dr. Arthur ulm however, said they do not deal with the ins anymore. Caller said the pt would still go to that clinic. Caller also mentioned that they would be leaving the area on the 15th of this month for 4 months so were looking to get this scheduled. Pt rep called back on (B)(6) 2022 re-reporting information previously documented in this case. Caller said they were going to be relocating to (B)(6)for 4 months and said that would be a good time for pt to get the ins replaced. Caller said they had the physician locator web address already and mentioned that the pt had seen several hcps in fl previously (one to remove a mole). Pss reviewed role of rep and redirected caller to pt's hcp for further assistance with ins replacement. Pss also provided caller with number for nas for hcp.

Event description:
Additional information was received from the patient. They reported that they were in the in hospital two years ago and a lady came and turned off their ins because the pt needed some testing done and they needed to have it off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and stated previous information in this case. Patient stated they had an MRI and the implant was turned off and was never turned back on 2 years ago. Patient needed an MRI and the MRI facility needed authorization from medtronic. Agent redirected patient to their hcp to address the issue. Patient called back and repeated the information previously documented in this case. Patient noted the implant hasn't been used and now that it's close to end of service it just needs to be replaced. Patient was escalated because medtronic keeps telling them to call their doctor and their doctor keeps telling them to call medtronic. Patient stated they just need medtronic to send a fax to the MRI facility verifying the implant is off. Agent reviewed role of patient services and role of field reps. Patient became escalated and stated they would get a lawyer involved if needed. Agent again reviewed the MRI compatibility and eligibility requirements and offered to provider nas number for a physician to page a local rep. Patient continued to be escalated saying their doctor won't call. Agent offered to email the field reps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.